Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that two weeks following the implant of this transcatheter bioprosthetic valve, the primary care physician (pcp) heard a heart murmur. The patient was admitted to the hospital for gastrointestinal bleeding. Transesophageal echocardiogram (tee) the following day showed a mean gradient of 28mmhg, a peak velocity of 2.5m/s and mild paravalvular leak (pvl). The patient was sent home. Per the physician, the adverse events had a causal relationship with the valve and procedure, due to the depth of implant. The devices had been inspected prior to use and no pre-implant balloon aortic valvuloplasty (bav) was performed. No additional adverse patient effects were reported.